Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up in clinic. During lead testing, lead dislodgment was discovered on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2019. The patient experienced no adverse effects prior to, during or after the procedure.